Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated the audio bolus button fell off and was unresponsive. The reporter stated the patient did not use the button prior to damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/16/2013 with the following findings: the audio bolus button cover was found to be detached from the pump.